Event description:
Spontaneous call from pt's dad, stating that one ms3 pump lost its programming when setting up (was not currently infusing). Dad does have a working back up pump currently infusing with no issues. Replacing pump and dad sending malfunctioned pump back. Also (B)(6) 2020 ER visit due to flu symptoms, diarrhea, vomiting. Dose was 35.5 ng/kg/min, then decreased to 33ng/kg/min and the side effects subsided. Md aware. Did the product issue cause or contribute to pt or clinical injury? No. Is the infusion life-sustained? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.